Event description:
An esophageal stent was placed a few months ago in response to a leak three weeks after an esophageal anastomosis. Unfortunately, the stent then migrated to the stomach. Approximately seven weeks later, a snare device was used for an attempt to retrieve the stent. While removing the stent it broke and only a part of the stent was removed. A code was called. Anesthesia used a fiberoptic bronchoscope and the pt was intubated uneventfully and placed on the anesthesia machine for ventilation then transferred to micu.